Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: h6 (health effect - impact code). It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) with it shuts off by itself when plugged in. A getinge field service engineer evaluated that during fsca, it was observed that the device was not fully seated on the carrier trolley. The device was re-attached to the carrier trolley. The device's safety disk(d202-00-0140), batteries, tidal volume disk(d202-00-0142) and 9v battery(d146-00-0146), which change periodically, need to be replaced. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) shut off when plugged in. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.